Manufacturer narrative:
(B)(4). Retainer ring = black. The insulin pump was received with cracked reservoir tube lip, partially broken retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The insulin pump passed the displacement test.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. Customer stated that there was a crack at top of the reservoir. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.